Event description:
Scissor blade broke off of laparoscopic instrument. Discovered at the time device was cleaned for next use. Image of patient abdomen identifies scissor blade.what was the original intended procedure?laparoscopic ventral hernia repair.device #1is this a laboratory device or laboratory test?no.